Event description:
Multiple venous air alarms occurred at the start of a routine hemodialysis treatment which could not be resolved by the operator. Treatment was discontinued without performing rinseback, resulting in an estimated blood loss of 190cc. The patient's standard epogen dose was increased. No other medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss is attributed to the operator not performing rinseback of the patient's blood due to air present in the extracorporeal blood circuit. The cycler alarmed appropriately to the presence of air. Air alarms at the start of treatment are typically due to air entering the system when making patient connections or inadequate air removal by the operator during prime. Facility staff has been notified. Nxstage medical considers this report closed. No additional information will be provided.